Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital on (B)(6) 2026 with an infection that developed at the infusion site (see related case: (B)(4)) with itching, swelling, pain and fever. The patient was treated with unspecified antibiotics which they took home with them. When the patient arrived home from hospital, they attempted to apply a new pod and the new pod had the same reaction. The patient had a telehealth appointment and was advised they did not need to be seen again in person and that they should continue administration with the antibiotics they were already taking. The patient reported that this cleared up both infections and they were able to successfully place a new pod without a reaction when the course of antibiotics was finished.